Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 from a cardiac arrest. It is unknown whether the death was device related or if the device operated as expected. Log files on (B)(6) 2022 at 21:34:53 there was a low flow event associated with elevated pulsatility index (pi) values. Intermittent low flow alarms with elevated pi values were intermittently recorded through (B)(6) 2022 21:50:00, silence alarm button pressed events were also associated with these intermittent alarms. At 21:52:03 on (B)(6) 2022 the average flow value was reduced to 1 lpm and remained below that value for the remainder of the log history. The system maintained it's set speed of 5300 rpms until the driveline was disconnected at (B)(6) 2022 22:59:00. Up until this point the system controller was connected to battery power. All external power was removed and a shutdown sequence was initiated at (B)(6) 2022 23:00:59. .

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , cannot be conclusively established through this evaluation. In addition, review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the low flow events could not be determined through this evaluation. The submitted controller event log file captured low flow hazard alarms on (B)(6) 2022. The pump operated as intended at the set speed until the driveline was ultimately disconnected and the controller shutdown. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.